Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a calcified common femoral artery was attempted using a proglide device via a 6f sheath after an iliac stenting interventional procedure. Reportedly, difficulty was experienced retracting the foot and the device became stuck in the patient. Troubleshooting was performed; however, the foot of the device was not able to be closed. A cut down was performed to remove the proglide device and tissue damage occurred due to cut down. Surgical suturing was performed to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgery. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulty removing the device and foot retraction problem could not be replicated in a testing environment as it was based on procedure circumstance. The posterior foot was separated and not returned. The reported difficulties and subsequent treatment appear to be related to procedure circumstance. The reported patient effect of tissue damage is a known inherent risk of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.